Manufacturer narrative:
Event date: event date is unknown.

Event description:
It was reported that the patent was not getting adequate therapy and the ipg was inoperable. It is not known if the ipg depleted prematurely or not. As a result, surgery may occur to address the issue.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.